Event description:
This report summarize five (1) malfunction event. A review of the events involved of the device(s) unable to snap into implant. No patient adverse event was reported. No information regarding patient demographics were provided.